Manufacturer narrative:
Continuation of medical devices: product ID 924256, lot# 082232716a, implanted: (B)(6) 2017, product type accessory.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated the cause of the stimloc profile raising too high was that the stimloc does not lay flat against the skull. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's stimloc profile was raised above the skull and created "horns" that were not aesthetically pleasing to the patient because they were bald. The issue was the height of the stimloc above the skull. The healthcare professional had to use a small drill to recess the stimloc by grinding the bone around the burr so that the stimloc would sit down a little so it was level with the skull, that took an extra 20 minutes of procedure time for the patient. The issue was resolved at the time of the report. There were no further complications reported as a result of the event.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 924256, lot# 082232716a, product type accessory.